Manufacturer narrative:
This report is being submitted late as the reportability decision was reassessed during the completion of the investigation. The product remained implanted and no x-rays, scans or pictures were provided; therefore the complaint is non-verifiable. The IFU for this product contains instructions for proper operation of this product in the section titled directions for use of a single sternalock® 360 device. The IFU also states "intraoperative fracture or weakening of the device can occur if excessive force (torque) is applied." The most likely underlying cause of the complaint could not be determined as the product was not returned and insufficient details were provided about the circumstances involved in this incident. The DHR of this product could not be reviewed due to the lot number being unknown.

Event description:
The sales associate reported the needle in the sl360 popped off where it connects to the cable while being deployed into the patient's sternum. The surgeon used the punch and then pulled the cable through, successfully completing the procedure. No surgical delay in excess of thirty minutes or patient injury was reported.